Event description:
It was reported that the ge panda infant warmer with masimo set board could not obtain reading consistently. No known pt impact was reported.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a f/u report will be submitted.